Manufacturer narrative:
Device is indicated for indermittent bladder drainage and not intended to be used for irrigation.

Event description:
The patient (user) experienced a urinary tract infection while using the catheters due to the fact that the catheters are too short for her needs even though they meet specifications and have no defects. Due to the length of the catheter she was unable to attach a syringe for irrigation. The patient stated she was getting sediment in her urine and it was building up due to not being able to irrigate which resulted in an infection. She stayed in the hospital for 4 days and took IV antibiotics and the infection went away. She has fully recovered and is working with her supplier to procure a longer catheter that meets her needs.